Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted with the reset process, after which the malfunction code did not recur. The customer was informed that they could continue to use the pump, and they acknowledged and understood the resolution.